Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion was located in a non calcified and non tortuous, proximal left anterior descending (lad) artery. The lesion was predilated twice with a 3.5x20mm balloon inflated to 12 atms. A taxus express2 3.0 x 8mm drug eluting stent was implanted in the proximal lad deploying the stent at 16 atms. Another MFR's stent was placed, in an overlapping fashion, distal to the taxus stent. The positioning was confirmed with ivus. The patient had been started on antiplatelet therapy two weeks prior to the procedure. The patient was on plavix post procedure and also aspirin. The patient returned to the hospital five days later with complaints of chest pain. A thrombosis was found in the overlapping section of the two previously implanted stents. The thrombosis was treated by poba with a 3.0x15mm balloon and an intra-aortic balloon pump was placed. No further patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the mfg record for this particular batch number shows that the device met material, assembly and product specifications. The root cause of this complaint is unk.